Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had bearing damage, the cutter could not be inserted, missing components, craniotome neuro-tip bent/damaged, fell apart - unattached, locking mechanism stiff/stuck and component damage. It was further determined that the device failed pretest for visual assessment, lock operation and cutter insertion. It was noted in the service order that the device ball bearings fell apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.